Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, debris was found on the implant. There was no known impact or consequences to the patient. Another device was used to complete the procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual evaluation of the returned product found the packaging was previously opened. Unknown debris was found attached to the porous coating of the device. As the product was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.